Manufacturer narrative:
The customer¿s report that a tubing extension set cracked at the female luer was confirmed. Visual inspection found that the female had cracked all around. Closer inspection under a lab microscope observed no tool marks or signs of over torque. The root cause of the luer damage could not be definitively determined.

Event description:
Although an unexpected tubing extension set with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show a crack at the female luer. Although requested, further information was not provided.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that a tubing extension set cracked at the female luer. Although requested, further information was not provided.

Event description:
It was reported that a tubing extension set cracked at the female luer. Although requested, further information was not provided.